Event description:
Boston scientific received information that upon discharge interrogation, this lead exhibited non-capture. The lead was found to have dislodged. A revision procedure was performed and the lead was explanted and replaced with a longer lead, due to patient anatomy. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, both the mechanical and the electrical performance of the lead under complaint were scrutinized. The analysis did not show any deviations from the electrical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--